Event description:
A customer contacted baxter to report they got a small shock when they touched the cord and also when they stepped on it. The customer stated the cord was fully plugged in and there was no obvious damage to the cord. Baxter arranged to swap the machine. There was no pt injury associated with this event.

Manufacturer narrative:
.